Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient's stimulation was not reaching their back pain since implant. They also reported that on (B)(6) 2017 they noticed their ins was almost dead so they tried to recharge it overnight while sleeping. On the morning of (B)(6) 2017 they found their ins to be dead. They charged their device and was able to get stimulation back on but couldn't get the high density (hd) settings they had to work. They stated they could feel stimulation but couldn't walk because the stimulation was too high, and they could not handle it. They also reported they had pain and swelling in their legs, and their stimulation was ramping up on its own even after they had turned it down to a low setting. It was verified the stimulation and adaptive stimulation (as) were turned on. They were using group c at the time of the report, which was set at 4.5 volts and showing the patient was upright. The patient could not remember if it was group a or group c that had the hd settings. The patient was redirected to their doctor and/or the manufacturer representative (rep) they were working with to discuss/check their settings. No further complications were reported.